Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
The condition of the stop key is not working was confirmed. The reported condition is due to a defective keypad internal circuit. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4)-CAPA-(B) (4) associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
The customer states that a patient sample generated a falsely low architect total psa result. An initial result of >100 ng/ml was obtained. Upon dilution, a result of 884 ng/ml was obtained that was consistent with the patient clinical history. When the diluted sample was repeated a result of <0.8 ng/ml was obtained. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
Patient identifier, none, was erroneously omitted from the initial medwatch. (B)(4).

Event description:
On january 15, 2010, the facility representative reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump-single channel in which the stop key not is working. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.